Manufacturer narrative:
The customers reported issue with an over infusion of lasix (furesomide) was confirmed during the investigation. No errors or malfunctions recorded in the pcu event log on the customers reported incident of 29 september 2019. Log analysis show pump module s/n (B)(4) infused furosemide 100mg in 100ml (drug id117) at a rate of 20ml/h with a vtbi of 50ml on the reported event date of 29 september 2019 at 10:22 am to 12:43 pm, for an infusion run time of 2 hours and 21 minutes. A minute later the intended programming of furosemide (drug ID 118), dose 20mg/h, 2ml/h and vtbi 50ml ran for 3 minutes before the pump module was channeled off. Functional testing performed on the source pump module found the device delivering fluid within specification. The proximate cause of the customers¿ reported issue of over infusion of lasix (furesomide) was attributed to be a result of user programming.

Event description:
It was reported that 500mg of lasix infused over the course of approximately 2.5 hours. The 50ml bag was intended to infuse at 2ml/hour for a duration of 25 hours. It was noted that the patient was to receive 20mg/hour of lasix. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: non-bd locking cannula; 150ml baxter bag intravia container lot 2b8011. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Race: caucasian.

Event description:
It was reported that 500mg of lasix infused over the course of approximately 2.5 hours. The 50ml bag was intended to infuse at 2ml/hour for a duration of 25 hours. It was noted that the patient was to receive 20mg/hour of lasix. There was no patient harm.